Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 staples are closed, but do not deliver and caused a tissue tear. Another instrument was used to complete the case. There was no consequence to the pt. Device returned for analysis on 01/08/2001.